Manufacturer narrative:
(B)(4). O. Dessouki, s. Rodriguez-elizalde, b. Ravi, r. Jenkinson (2013) "implant choices in the treatment of open tibial fractures: minimizing the rate of infection and nonunion." Division of orthopaedic surgery annual report, university of toronto. 29-36. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that eight (8) patients with an intramedullary tibial fixation nail developed deep infections an unknown time frame after the primary fixation procedure. No further information is available.